Event description:
Pt underwent c4-5 anterior cervical discectomy and interbody arthrodesis and anterior cervical platting in 2008. A cornerstone lordotic 5x14x11 was implanted during the surgical procedure. The pt was discharged two days later. The pt was readmitted eight days later, due to increased swelling at surgical site and low grade fever. The pt underwent debridement and vancomycin was started. Cultures were taken the same day. The pt returned for a follow-up visit the following month, and was found to have no fevers or chills. Dates of use: implanted in 2008. Diagnosis: c4-5 degenerative disease.